Event description:
It was reported that a user of the ilet experienced frequent blood glucose fluctuations, including a post-meal rise to 277 mg/dl after announcing dinner that returned to range after approximately two hours, followed by a later nocturnal low of 47 mg/dl; the user questioned whether the pump¿s correction algorithm was malfunctioning. Symptoms included hyperglycemia and hypoglycemia. Outcomes included urgent low glucose. Investigation included troubleshooting and education by support, with recommendation to consult clinical management, which the user declined in favor of a local diabetes educator. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the alternating hyperglycemia and hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.